Event description:
It was reported that the patient had extended and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as the hospital would not release the ipg.